Event description:
Dealer stated the right rear tire is flaky and worn and the brakes will no longer hold the tire. Dealer stated the end user was aware she needed new tires and that her brakes were no longer locking due to the tires being so worn down. Dealer stated the end user attempted to get up from her wheelchair to transfer to her recliner sofa when the wheelchair rolled up from under her causing her to fall. Dealer stated end user lives alone and so the end user had to contact the emt for emergency assistance. Dealer stated no complaints of any injuries.